Event description:
It was reported, that the instrument bit broke during a removal procedure delaying surgery by an hours. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. One of the two prongs on the instrument tip was fractured off. Hardness testing of the returned product confirmed proper manufacturing and processing.a review of the manufacturing record found no anomalies associated with the reported event.the probable underlying root cause for the damage is excessive force leading to loss of mechanical integrity and ultimately instrument fracture.

Manufacturer narrative:
Product not returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2013-00106 / 00108).